Manufacturer narrative:
The name of the hospital was incorrect . It should be (B)(6).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint in which the customer stated that during placing of a second stent, suddenly host computer broke down and all functions stopped. One stent was placed and the second stent could not be placed so the patient had to be treated with medication.

Manufacturer narrative:
The field service engineer evaluated the system and found that the host pc was defective. The host pc has been replaced and the system was working as intended again. The biu received the defective host pc and concluded that the power supply was malfunctioning. This explains the sudden failure of the host pc. The power supply is third in the top 3 of parts that cause pc failures. Out of 422 investigated pc failures, 14 of them were caused by a defect in the power supply. With an installed base of 4033 in 2015, this comes down to a replacement rate of (B)(4) due to the power supply. Based on trending analysis there is no exceptional replacement rate for this item, therefore we take no further action in this matter. (B)(4).